Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva laser fiber was used in the kidney for a ureteroscopy procedure performed on (B)(6) 2022. The laser unit used was a lumenis laser console. During the procedure, the laser fiber broke and burned a hole through the channel of the scope. No fiber fragments fell inside the patient. There was no burn injury to the operator or patient. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.